Event description:
The patient reported fluctuations in her blood glucose since the beginning use of the infusion device one year ago. She recently experienced hypoglycemia (blood glucose value not provided) and she was treated with glucagon. She did not require hospitalization. She has also experienced elevated blood glucose of 500 mg/dl. Her normal blood glucose level is 80-120 mg/dl. No further information was provided. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.